Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 418 mg/dl, bent cannula and a no delivery alarm. Customer cannot perform the high pressure test and troubleshooting advised to call back when able to further troubleshoot. No further details provided.